Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the iab was inserted in an ami patient and started cs100 intra-aortic balloon pump (iabp) therapy at (B)(6). The patient was then transferred to (B)(6) for cardiac surgery. The next day, during iabp therapy, ¿blood detected¿ alarm occurred. When iabp was turned off and on to restart, an error message ¿this function is unavailable¿ occurred and did not restart. Although replaced pump to continue therapy, the same message occurred and it did not start pumping. Reconnected to initial pump which is cs100 and started pumping finally. Two days after the unit was replaced with cardisoave to continue therapy. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: corrected fields: the customer did not suspect of abnormality of the pump and no repair requested and the iabp has been released for clinical use.

Event description:
It was reported that the iab was inserted in an ami patient and started cs100 intra-aortic balloon pump (iabp) therapy at (B)(6) hospital. The patient was then transferred to (B)(4) hospital for cardiac surgery. The next day, during iabp therapy, ¿blood detected¿ alarm occurred. When iabp was turned off and on to restart, an error message ¿this function is unavailable¿ occurred and did not restart. Although replaced pump to continue therapy, the same message occurred and it did not start pumping. Reconnected to initial pump which is cs100 and started pumping finally. Two days after the unit was replaced with cardisoave to continue therapy. There was no patient harm and no adverse event was reported.